Manufacturer narrative:
Literature citation: jetstream xc device for treatment of long viabahn stents occlusions in the superficial femoral artery: a report of two cases, 2017 annals of vascular diseases, ann vasc dis vol. 10, no. 4; 2017; pp 441¿445. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article that no reflow and acute thrombosis occurred. The patient was admitted with acute onset of resting left foot pain (rutherford classification 2b). The patient was referred for urgent angiography which confirmed an acute thrombotic occlusion of the non bsc endografts extending from the ostium of the left sfa to the proximal portion of the left popliteal artery. A non-bsc 0.014 filter was placed in the distal left popliteal artery segment for embolic protection and a 2.1 mm jetstream® xc atherectomy catheter was delivered and used at the site of thrombus. After performing mechanical aspiration thrombectomy of the occluded sfa and popliteal segments, followup angiography revealed no reflow distally in the popliteal segment with a filling defect just above the site of filter. Aspiration thrombectomy was performed with a non-bsc catheter followed by administration of intra-arterial vasodilator agents (200 g of nitroglycerin and 50 g sodium nitroprusside, as a bolus doses). After confirming improved flow to the distal vessels, atherectomy and drug coated balloon angioplasty of the non bsc stent edges was performed. The follow-up angiogram again demonstrated no reflow distally in the infrapopliteal vessels at which time the filter was removed, intra-arterial vasodilator agents were administered and selective balloon angioplasty of the tibio-peroneal and anterior tibial arteries was performed. The follow-up angiogram demonstrated brisk flow in the infrapopliteal vessels with no residual stenosis or filling defects in the sfa or popliteal arteries. The patient was discharged less than 24 hours from the time of presentation with coumadin and antiplatelet therapy.